Event description:
It is reported that "reporter had to have a femur im rod implant in 2001. Approx 14-16 wks post surgery, reporter experienced severe pain in their leg. X-rays revealed distal screws in knee were fractured." Screws were explanted in 2002.